Event description:
A non health care professional reported that, during the intraocular lens implant procedure, injector found to be bent. The procedure was completed on the same day. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).